Manufacturer narrative:
(B)(6). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the device gear seized, jammed, was blocked and heavy moving. Therefore, the reported condition was confirmed. The assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the oscillating saw attachment device jammed when mounted and in use. During in-house engineering evaluation, it was observed that the device gear seized, jammed, was blocked and heavy moving. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.